Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after calibrating the touch several time the screen worked better but would then lose calibration. There was no patient involvement.